Event description:
A patient was scheduled for external beam radiation therapy on a medical linear accelerator (linac). As part of the set up for treatment, orthogonal x-ray images of the patient are acquired. The linac involved has an on-board imaging (obi), consisting of an x-ray source and digital x-ray detector, system mounted on the linac gantry. The source and detector are mounted on retractable arms which are extended for imaging and retracted for treatment. After taking orthogonal x-ray images, the x-ray tube arm was directly over the patient. Therapists were outside the room at the treatment console. Therapists started to retract the obi and noticed device errors as well as the device going in the wrong direction. Upon entering the room, the x-ray tube support assembly was observed to have descended to within 6 inches of the patient. There was no harm to the patient. The motion was not expected and was traced to a failed motor assembly in the x-ray tube support arm.